Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of mechanical indentation damage to the blade to be related to the customer reported complaint. The instrument was found to have mechanical indentation damage to the blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the harmonic ace instrument had cutting issue. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.